Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic-assisted distal gastrectomy (ladg), the first firing for duodenum resection and the second firing for stomach resection were completed with no problem. For the third firing for stomach resection, the surgeon tried to fire, however could not. The procedure was completed with another device. The surgical time was extended by more than 30 min. The status of the patient is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.